Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "over infusion/ operating unit". According to the customer: "customer: "tonight we had an event regarding the infusion of the morphine solution of the patient (B)(6), hospitalized in bed 1110. She received a solution of morphine 4.22ml/h in bic (morphine 15mg + 100ml of sf0.9%), this solution should be infused within 24 hours, but after 12 hours the solution has ended. The programming in the pump wasn´t changed, and the vtbi of the pump after the end of the infusion was still 55.79ml. The patient was evaluated by the doctor and he didn´t show signs of instability. This event was notified and a call was opened for an analysis of the infusion pump".

Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at laboratórios b.braun s.a., são gonçalo, brazil: according to the equipment use history, the user programmed the flow rate of 4.22 m/h and the volume of 100 ml on the day and time. During the procedure, the infusion was stopped and restarted a few times until it was finally stopped for the last time on 05/05/2022 at 00:40:15. The total volume infused of 44.21 ml was consistent with the infusion stops and total time until the infusion was stopped for the last time. According to history, the infusion took place exactly as scheduled. There is no record of the amount of volume infused of 55.79ml informed by the user. Line air detection test. Result: equipment stopped infusion and alarmed visually and audibly. Occlusion alarm test. Result: equipment stopped infusion and alarmed visually and audibly. Approved. Test to verify infusion error - parameters: flow 25ml/h, volume 25ml, time 01 hour. Result: approved. Note 2: administration fee accuracy set ±5% in accordance with iec/en60601-2-24. "The equipment passed the functional tests. Technical complaint of unconfirmed infusion error". Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.